Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported the patient's right hemi hip was revised due to a femoral periprosthetic fracture sustained in a fall. A stem, femoral head, and bipolar component were revised. Rep confirmed that there are no allegations against the revised head and bipolar component, and that no further information will be released by the hospital or surgeon.